Manufacturer narrative:
(B)(4). Malfunction alleged. Provider stated end-user believes recline wasn't installed correctly and isn't straight. The left side that house the recliner actuator is pushing or flexing the left side of back backwards, which is rotating the end user trunk. End-user is not sitting straight/correctly. The end user is allegedly having a lot of back pain from the chair not working properly. No medical intervention reported.

Event description:
Provider stated end-user believes recline wasn't installed correctly and isn't straight. The left side that house the recliner actuator is pushing or flexing the left side of back backwards, which is rotating the end user trunk.